Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a single measurement of high, out of range, pacing impedance was observed possibly due to the device diagnostic anomaly. Since the impedance issue was one-time event, the device would continue to be monitored. The patient was stable.